Event description:
It was reported that the ilet could not complete pairing with the user¿s android phone during dexcom g7 continuous glucose monitor (cgm) setup, despite attempts to toggle settings and unpair/re-pair with bluetooth, consistent with an intermittent communication failure involving the antenna/electrical components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communications with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the external device, aligning with a communication failure at the antenna/electrical component level. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.